Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the left electrode of the lifevest equipment. Patient described the area as a burn with skin peeled back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised using neosporin and keeping the skin clean. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.